Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became no longer functional. During troubleshooting with tandem technical support (cts), cts verified the pump still turned on when plugged into a power source. Customer's blood glucose level was not impacted. Customer had back up manual injections for continued insulin therapy.